Event description:
It was reported that a pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge, inspect components, clean the pump area, and follow on-screen instructions, but the customer was unable to successfully load a new cartridge. Since the issue persisted and the pump was within warranty, technical support arranged for a replacement pump and instructed the customer to switch to mdi as a backup therapy. The customer was guided on returning the malfunctioning pump and understood how to store the device appropriately before returning it.